Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 1/6/2026.

Event description:
No additional information received from customer.

Event description:
No additional customer information reported.

Manufacturer narrative:
This report is supplemented to correct a previously submitted report. Corrected field: h4 - value was inadvertently marked as 4/25/2017 instead of 6/25/2015. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the device evaluation the colonovideoscope exhibited a flickering image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The complaint issue was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.